Event description:
It was reported that 3 of the bd nexiva¿ closed IV catheter needle went through catheter. The following information was provided by the initial reporter: a couple of colleagues were having issues with an IV insertion on a patient. When we were trying to remove the needle once IV was in place, it would pierce through the IV catheter, which caused a lot of pain to the patient.

Manufacturer narrative:
Investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record could not be performed as the lot number was unknown.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that 3 of the bd nexiva¿ closed IV catheter needle went through catheter. The following information was provided by the initial reporter: a couple of colleagues were having issues with an IV insertion on a patient. When we were trying to remove the needle once IV was in place, it would pierce through the IV catheter, which caused a lot of pain to the patient.